Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was foggy image.

Manufacturer narrative:
Alleged failure: (B)(6). Please process the below repair. They should be under warranty still. The scope has a foggy lense. There was no patient involvement or delay. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be a leak coming from the distal end of the scope. This could have occurred during transport of the product or during handling of the scope during sterilization. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was foggy image.